Manufacturer narrative:
The reported events were for lead slack issue and inadequate capture threshold. The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damages.

Event description:
During follow-up, increased capture threshold was observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed there was no ra lead slack. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.